Event description:
The patient received her scs system including an ipg and a percutaneous lead on (B)(6)2005. The lead was implanted in the occipital area (off-label placement). It was reported that the patient lost stimulation. A revision has been planned. Follow up on the patient found that no further issues have been reported. The ipg was not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation - the device history and sterilization records were reviewed. Results - review of the DHR found a nonconformance related to the product, however the nonconformance was identified as a cosmetic issue and did not affect product integrity or product functionality and was approved for use. The DHR anomaly is not related to the alleged device failure. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR s being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.